Manufacturer narrative:
(B)(4)

Event description:
The product was evaluated. An exterior visual inspection was performed and passed. Receiver charge was performed and failed while receiver boot was performed and passed. Functional tests were performed and failed. Functional test; audio test;battery status test was performed and failed. An internal visual inspection was performed and failed. The performance data was reviewed finding errors related to the complaint. The allegation was confirmed as no audio output via product. The probable cause was determined to be foreign object damage via product. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported, that an alert/notification settings issue occurred. Product has been received, but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.